Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services assisted the patient in ending the therapy session. The patient would contact their nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.